Event description:
Spontaneous call. Spoke with dr. (B)(6) who stated that per daughter, patient had pump issue and didn't switch to the back up pump and has been off of medication for over 24 hours. Doctor asked for recent dosing information and stated that patient will be admitted to the hospital to be assessed and restarted on therapy. No further information provided regarding nature of pump malfunction or other pump information such as serial number or any patient injury or symptoms that lead to patient's hospitalization. Reported to (B)(6) by health professional.